Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station download were stopped and unable to upload. The customer stated that there was no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station download was stopped. A technical support specialist dialed into station and identified that the station was in retry mode due to a connection issue between the station and the server. The customer granted permission but plans to relocate the station, and approved case closure as a new case was created to address the issue post-relocation. The customer preferred to perform a full synchronization after the change.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system station download was stopped. The customer mentioned that there were transaction issues, which caused the device to go into retry mode. However, there were no delay or adverse events or injuries reported based on this event.